Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 100% stenosed chronic totally occluded below bifurcation circumflex artery. An attempt was made to treat a perforation with a non-abbott balloon catheter, but it could not seal the perforation. A 2.8 x 16 mm graftmaster stent delivery system was advanced to the lesion; however, it could not cross due to the anatomy and the shaft kinked. The same 2.5 x 20 mm non-abbott balloon catheter was used again to treat the perforation which took an hour to seal. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: gaia 2nd. Guide cath: hyperion 8fr spb35 sh. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.